Event description:
During laparoscopic cholecystectomy, liagmax 5mm endoscopic multiple clip applier locked in a closed position. Removed and replaced with another device. No patient harm from this event.